Event description:
The customer reported that the system locked up and displayed a communication failure error message. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted and the generator interface board was reseated. The system was then found to be operating as intended.